Manufacturer narrative:
B3: event date was updated. B5: updated with additional information. H6: patient code was updated to reflect code 4582.

Event description:
It was further reported that there was no patient involvement regarding the previously reported product malfunction.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported product problem was reproduced during functional testing. The product problem was occurring because the main pc board was faulty. The problem source of the reported product problem was unknown. A root cause was not established. The faulty board was replaced.

Event description:
It was reported that the medfusion pump exhibited a pcb failure. No patient injury or complications were reported in relation to this event.